Event description:
It was reported that through diversion complaints (parallel import) the devices with the date of delivery of (B)(6) 2023. The products were used on patients with no negative results. The products were purchased through the clinic ip danilov vsevolod alexeevich inn (B)(4) . There isn't any information about the chain of sales of products. No indications have been found on the labeling as to which market the original products could have been obtained. It is unknown from which country it was supplied.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: is a photo available of the product? Attached investigation summary this is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show boxes with a label with the product code (B)(4), lot # t42g31, exp. Date: 2026-07-31. However, the lot code 791a82 seen in the barcode does not match the printed lot code. The t42g31 lot number which is not found in our quality tracking system. The lot 791a82 number was reviewed, and it belongs to a (B)(4) reload. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system (B)(6) 2025. A lot trace was performed on the lot provided and it was concluded that the file is confirmed as a diversion. Based on the photos reviewed, the suspect diversion and the counterfeit product are confirmed.